Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2011, abbott point of care was contacted by a customer who reported a delay in obtaining results with I-stat act kaolin cartridge. The cartridge was running and the analyzer timed out after 15 minutes. The test was repeated and a result was obtained. On (B)(6) 2011, a pt presented to ER with chest pains. An EKG was taken and pt showed elevated st. Diagnose of mi. Pt was given 3900 units of heparin in the ER at 05:39. At 5:41, the pt was given a nitro drip and at 5:43 the pt was given 14ml of integrilin. Pt was then sent to cath lab where at 06:33 the cartridge was tested and after about 15 minutes the analyzer turned off. No results were obtained. At 6:50 a result of 158 seconds was obtained. The pt was given 2000 units of heparin. At 06:59, a result of 183 seconds was obtained. The patient was given 2000 units of heparin. At 7:16, a result of 735 seconds was obtained. The doctor believed this to be a very high reading. At 7:23 a result of 252 seconds was obtained and the procedure was started.